Manufacturer narrative:
Corrected information: device available for evaluation?, device evaluated by MFR?, evaluation codes, model/lot #. Additional information: device manufacture date. (B)(4). The viper navigation 5.5 universal poly driver (product code: 2797-34-000n, lot number: gm4368601) was returned to the complaints handling unit (chu). The lot number of the sample was found to be gm4368601. The driver featured a broken tip. The sample was subsequently submitted for fracture analysis. Visual examination of the driver at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the tip was not provided with the part. Optical images of its surface reveal plastic deformation at the hexlobes and torsional shear markings following a circular pattern. There is also evidence of brittle overload failure at the potential fracture termination site. This suggests the driver underwent a quasi-static torsional shear failure starting at the hex lobes. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tip breaking cannot be determined from the sample and the information provided. The results of fracture analysis have determined that a probable root cause is a quasi-static overload torsional shear failure due to unexpectedly high forces placed on the tip. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sales rep reported: I was in a surgery at (B)(6), acct# (B)(6) with dr. (B)(6) and the tip to the expedium image guided screw driver, item number (B)(4), sheered off within the screw shank of a 7.0x45mm polyaxial ti expedium screw, (B)(4). The screw shank became inaccessible after this, causing the surgeon to have to cut the poly head off with a metal burr and proceed to shave the metal shank down while it was stuck in the pedicle.

Manufacturer narrative:
(B)(4). The viper navigation 5.5 universal poly driver (product code: 2797-34-000n, lot number: unknown) was not returned to the complaints handling unit (chu). While it was initially identified that the driver was available, the sample was not returned to bridgewater. The expected arrival date of the sample was 4/20/16, but no sample has been returned. As 45 days have passed without the sample being received and it not arriving when scheduled, the status of the sample has been updated to ¿none.¿ it has been noted that a viper navigation driver was used with an expedium screw. DHR review could not be performed on the viper navigation 5.5 universal poly driver as no lot number was provided. Since this part was not returned, no lot number could be taken directly from the sample. Without the lot number, no review of its manufacturing records could be completed. No emerging trends were found requiring further actions. Without the instrument, we are unable to confirm the reported issue or identify the root cause. As no issues could be identified in the manufacturing or release of this driver as no lot number was identified, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.